Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the patient's phrenic nerve dysfunction was observed leading to diaphragmatic paralysis after energy was delivered into the rspv. Diaphragmatic pacing was performed but it only showed loss of capture. The procedure was continued after the confirmation of loss of capture and the balloon catheter was used until the end of the treatment.